Event description:
It was reported that during maintenance the device was in need of repair due to a loose swivel, worn reciprocation arm, worn screws, corroded ball bearing, damaged spring seal and incorrect needle bearing. There was no patient involvement. Due diligence is complete and there is no additional information available. During device evaluation a damaged width plate was identified. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). G2 foreign: united kingdom. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the swivel was loose, the reciprocating arm and screws were worn, the ball bearing was corroded, the spring seal was damaged, the needle bearing was incorrect, the width plate was damaged, and the device was out of calibration. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.